Event description:
It was reported that high defibrillation impedance was observed on the right ventricular lead. Abbott technical support was contacted and confirmed the event. Reprogramming was performed and similar observation was found. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Event description:
Additional information received indicated the event was resolved by reprogramming the device. The patient was in stable condition.